Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a jagtome rx 39 was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, after bowing the device a few times, the cutting wire broke. Reportedly, no part of the device detached inside the patient. The procedure was completed with a second jagtome rx 39, using the same generator and active cord used. There were no user injuries nor patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Visual examination of the returned device revealed no visual defects. It looked under good conditions without evidence of damages or anomalies. The device was introduced inside the scope and the unit bowed more than 90 degrees outside and inside of the scope and the unit released the bow without problems. The complaint was not consistent with the reported event of cutting wire broke. All compiled information on this investigation determines that the most probable cause is no problem detected since the complaint included a returned device review (visual, physical, and performance testing) which showed no evidence of either the alleged issue or any defect which could have contributed to the event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a jagtome rx 39 was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, after bowing the device a few times, the cutting wire broke. Reportedly, no part of the device detached inside the patient. The procedure was completed with a second jagtome rx 39, using the same generator and active cord used. There were no user injuries nor patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.